Manufacturer narrative:
An add'l lot number was reported (lot #m013625). No product returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. It was reported that the customer's blood glucose level was 240 mg/dl after eating dinner. The customer was able to load a new cartridge successfully.